Event description:
It was reported that the right ventricular lead exhibited noise. The lead was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found insulation abrasion exposing the outer coil at 6.8 cm to 6.9 cm, 7.1 cm to 7.2 cm, and 8.7 cm to 8.9 cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device. The abrasion found likely resulted in the reported noise anomaly.